Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter allegedly powers off during use. The issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the meter failed testing. The meter was found to have a defective u5 processor. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.